Event description:
It was reported the physician placed a lead during a permanent implant procedure. The lead was tested intra-operatively which showed high impedances on many contacts. The lead was removed and replaced which resolved the issue. The patient reported receiving effective stimulation post operatively. The surgery was extended approximately 45 minutes.

Event description:
Further information was provided for this event.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.